Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge to address the issue. There was no reported adverse impact to customer's blood glucose level.